Manufacturer narrative:
The incident device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: unknown. Incident description: "the tech placed the inserts into the clamp. She handed the clamp directly to the surgeon and when he opened the clamp the inserts fell out. The tech then placed another set of inserts (from the same lot number) into the clamp. They stay in the clamp securely." Type of intervention: "the tech then placed another set of inserts (from the same lot number) into the clamp. They stay in the clamp securely." Patient status: "patient was not harmed".

Manufacturer narrative:
Investigation summary: the event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant's experience of a detached insert. Based on the condition of the returned unit, it is likely that the reported event was caused by the attachment buttons of insert that were not fully formed during the injection molding process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this process, applied medical has recently implemented process enhancements intended to further minimize the potential for this type of event to occur.